Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed a force sensor pin had a broken solder joint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed several ¿loss of prime¿ warnings due to zero force. During testing the pump powered on appropriately. The pup did not recognize the cartridge during the ¿load¿ step, and gave a ¿no cartridge detected¿ warning. The force sensor calibration was found to be within specifications. During investigation, the pump was opened and a pin on the force sensor circuit was found to have a broken solder joint.